Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) related to this complaint was received and the complaint of error 40084 was confirmed and replicated by failure analysis. The unit was tested on an in-house system and triggered error 31226 and also failed the fiber test. A golden parallelogram was installed and the tests passed. The original was returned, and the errors returned.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm due to repeated fault error 40084. The system was tested and verified as ready for use. Isi did receive the da vinci product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the system was experiencing repeated recoverable faults. The customer reported the fault number as 40084. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted faults on universal surgical manipulator (usm) 1. The tse informed the customer that recoverable faults were likely to continue and that they could disable usm 1 if the surgeon only needs 3 usms. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the ports were placed on the patient when the issue was first identified. The system functionality was checked upon powering up, and it did initially power on without errors. The usm was stowed away to recover the fault. The procedure was completed robotically with all 3 usms. There was no patient injury.